Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 237 mg/dl. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. Reportedly, a cartridge change was performed to address the occlusion alarm.